Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to a screen that displayed enter current password. Per review of wo notes, coin cell repair. Per sample evaluation results on 05mar2026, the serial number on the shell (B)(6) does not match the serial number on the unit (B)(6) and serial number on the control panel bracket (B)(6).